Event description:
Caller states that the following readings were obtained on a neonate patient within 10 minutes: 73 mg/dl (inform meter) and 34 mg/dl (lab). Patient was on a 20% dextrose IV drip at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.